Event description:
During the procedure, the sideport of the sheath was noted as detached. The sheath set was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One swartz braided transseptal introducer was returned for evaluation. Visual inspection revealed the three way stopcock had been fractured at the end of the sideport tubing. The device history record was reviewed and concluded that these batches were produced with controlled processes and all in-process testing passed abbott manufacturing requirements prior to shipment. Actions have been taken to prevent reoccurrence

Event description:
During the procedure the three-way stopcock of the sideport was noted as fractured. The sheath set was replaced and the procedure was completed with no adverse patient consequences.